Event description:
Procedure: gastrectomy. According to the reporter: during the procedure the surgeons closed and fired the stapler as usually, but there was leakage. Bleeding was noticed at the staple site and the staples formation was not proper. The problem was resolved with another device.